Event description:
During routine 6 week follow=up visit md noted on x-ray rod had slipped out of screw. Nut was still in place. Md feeld construct is stable and will leave in place. It should ben oted the pt was physically active during the 6 week time period.